Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received clinical study named ""a retrospective data collection of the treatment for total replacement of the glenohumeral articulation with the aequalis perform+ shoulder system"" that contains collected data on the usage and the outcomes of aequalis perform+ shoulder system. The report details analysis provided for revision procedures between december 2016 and january 2020. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: secondary intervention in 2 patients. Two patient required secondary surgery, one for a traumatic subscapularis tear requiring successful patch-augmented fixation and the second for persistent acromioclavicular pain managed with joint excision. Patient 2 of 2.